Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed ?no disposable, clamp tubing. It was reported the device also exhibited air in the line. Per reporter residual volume was: 12.4, rate 1.7 and 64.95 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).